Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit, hysteroscope and aquilex fluid managment system not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an uneventful myosure procedure for uterine tissue removal on (B)(6) 2016 and the patient was discharged home. Approximately 48 hours post procedure the patient called the physician "complaining of blood loss". The patient presented to the hospital and was admitted overnight for observation. The patient received a foley catheter. The patient stopped bleeding and was discharged home. The patient is "doing well and recovered".